Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient wanted their device turned off. The device was not working very well and they wanted to try a different type of therapy but they wanted to know if the device needed to be turned off or not for it to work. No further information was available at the time of the report. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.